Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net with episodes of intermittent undersensing on the ventricular channel of the implantable cardioverter defibrillator. Upon review of the episodes, it was determined that there were intermittent blanking of ventricular events during atrial pacing. On (B)(6) 2020, the device was reprogrammed and no further undersensing episodes were seen. The patient was not adversely affected by the anomaly.